Manufacturer narrative:
Date sent: 1/23/09. Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during an unknown procedure. The device jaws locked. The device was not on tissue. Another device was used to compete the case. There was no adverse consequences to the patient.